Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker device had a pocket erosion. Cultures for infection were negative. Additional information obtained from the field which indicated that this patient was allergic to metal. Nothing was explanted yet. To date, the device remains in service. No additional adverse patient effects were reported.